Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova 's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any & #34;defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Patient experienced post-operative hypoxia which was noted to be related to implant procedure. It was also noted that intervention was taken by giving the patient 3 liters of oxygen during hospitalization. The event has recovered/resolved. No other relevant information has been received to date.

Event description:
Information received that the cause of the hypoxia event is not specifically known, however the physician believes it has some relationship to the implant procedure. No other relevant information has been received to date.